Event description:
It was reported that a dexcom g7 continuous glucose monitor initially failed to pair with the ilet while it had already paired with the dexcom app, and during the call the cgm subsequently connected and glucose values became visible on the ilet. Symptoms included no reported changes in blood glucose. Outcomes included no alarms and no medical intervention. Investigation included troubleshooting and user education performed by support. Investigation of this case revealed a transient connectivity or pairing issue without persistent malfunction, resolved through standard pairing steps, with no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction or setup-related pairing difficulty.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.